Event description:
It was reported to philips that the system's footswitch pedal was not responding, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The customer was performing diagnostic coronary, cardiac arrhythmia, and vascular procedures, which were delayed and completed by re-plugging the footswitch cable. The philips field service engineer (fse) visited on-site and confirmed that the system's footswitch pedal was not responding. Upon troubleshooting, the fse found that the footswitch cable was not fixed correctly. To resolve the issue, the fse unplugged the footswitch cable and performed a strain relief procedure (a technique used to protect cables and wires from damage due to tension, flexing, or movement). It ensures that the connections remain secure and prevents wires from breaking or becoming disconnected. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.